Manufacturer narrative:
E1: initial reporter phone no.: (B)(4). D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused during patient infusion. The issue was further described as, the device was scheduled to deliver a 2200 dose of tranexamic acid (txa); however, it was observed that the previous txa 1000 mg secondary bag was still full. The expected infusion time was 1hr and the pump failed to infuse the medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.